Event description:
In this event it is reported that customer was using cavitron plus package-2015 they allege that the tip was getting hot. No injury.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Based on repair notes, the hot insert tip is likely due to limited waterflow caused by the excess debris in the water filter. Repair notes from pr# (B)(4). Notes: (B)(6) 23 repair tech: jcbemh hp;cable,conn/gun cable damaged handpiece cable. Flattened pinch tube restricting air/powder flow, cracked powder bowl cap. Debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. No handpiece received for evaluation.